Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred characterized by a clicking condition. The failed drawer repeatedly produced clicking sounds and did not operate as expected, indicating an unrecoverable drawer malfunction the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 3 had a damaged plunger mechanism. The field service engineer (fse) powered down the station, removed the drawer from the cabinet, and replaced the defective u-link plunger. Reinstalled the drawer, secured the back panel, and powered the station back on, restoring proper drawer functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.